Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of alarming was not confirmed nor reproduced during product evaluation; however, the quality engineer has determined that this condition was a result of a 199:xxx failure code. The cause could not be identified. The device was returned without the main batteries, so these were installed to address the reported condition. This is involving a pump with software version 5.03.00 which is categorized as unremediated. A service history review revealed no previous service events were related to the reported condition. However, during previous service the batteries were replaced and battery harnesses were replaced. A device history review was performed with no exceptions during manufacturing found.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump which was "alarming." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.